Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-33, lot# v941267, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead.

Event description:
It was reported by the healthcare provider via the manufacturer representative (rep) that the lead and battery were replaced on the day of the report. It was indicated that there was a high impedance reading, and the patient could not feel stimulation even at full amplitude. It was noted that the battery was not dead, but was at the end of life stage. Stimulation did work previously, but had not worked for the past six months prior to the report. Impedances were checked, programming was changed, and a battery life test were all conducted. It was reported that the issue was resolved. The patient was implanted for gastrointestinal/pelvic floor and urinary dysfunction/sacral stimulation.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found it was functionally okay and insignificant anomalies. Analysis of the lead (lot # v941267) found the conductor was broken at or near the tines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.